Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operative a tip of the turbinate blade broke off while priming the blade. There were no fragments that fell into the patient. Another blade was used to complete the surgery. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.